Manufacturer narrative:
Additional information was received that according to the physician¿s office, there was no issue with the patient. It was also reported that the event was not device related.

Event description:
A report was received that the patient was in the hospital due to internal bleeding. It was unknown how it was treated and unknown if the event was device related.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was in the hospital due to internal bleeding. It was unknown how it was treated and unknown if the event was device related.